Event description:
It was reported that during a gastric bypass the echelon blocked and could not staple. At the fourth reload, while making the gastric pouch, the surgeon could not staple. They tried again with a new reload and everything went well. The next step is to make the gastrojejunostomy, that also went well with new reload. But then again they tried to make the jejunojejunostomy and the echelon blocked again. Could not staple, no weird noise. Just blocked. There is a blue reload inside the echelon. Don't have a lot number for this reload. You can see a weird formation of the few staples. And no orange small.

Manufacturer narrative:
(B)(4). Date sent: 05/30/2012 premature sled movement. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the device blocked, did the device cut and not staple? The at the fourth firing the deice would not staple, did the device cut? Did the device block and not cut or staple? If so at what firing did the malformed staples come from? If the device cut but did not staple, was there any bleeding from the staple line? How much bleeding? Did the patient receive any blood products? If so please clarify how much blood products the patient received? What is the orange small? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure? The device was received for analysis with no visual non-conformances and with an ecr45b cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.